Event description:
A report was received that the patients ipg was unable to charge due to battery had moved sideways within the pocket. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physicians preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient's ipg was unable to charge due to battery had moved sideways within the pocket. The patient will undergo a revision procedure.